Event description:
While attempting to insert a plastic tapered tip tampon to control spotting at the end of their period, the pt sustained a 2 cm laceration. Pt experienced significant pain and had exccessive bleeding when they removed the tampon. Pt consulted a gynecologist who stabilized bleeding with vaginal packing. The pt was transported via wheelchair to same day surgery for evacuation of a 5 cm rectovaginal hematoma and repair of an actively bleeding vaginal laceration. Two figure eight sutures were placed through the apex of the tunnel, a separate figure eight suture though the midline, and a third one at the inferior limit. A running locking suture of 0 vicryl was then used to close the vaginal epithelium. To control some further oozing, two figure eight sutures were placed. Following this procedure, the vagina was irrigated and, since hemostasis was good, the vagina was not packed. There were no complications of this procedure and the pt was discharged to rcovery in stable condition. Once recovered, the pt was discharged home with prescriptions for lortab 5 and torodol 10 mg every 6 hours.